Event description:
Background: earlier this month, it was identified that two lot numbers of (B)(4) neonatal circuits had white debris surrounding and within the locking collar on the valve. These lots were pulled from service, (B)(4) notified, and (B)(4) notified of need to remove locking collar on the neonatal expiratory valve to clean it prior to use if white debris was seen upon visual inspection. Alternatively, we could replace the original valve with an individually-wrapped expiratory valve. About a week ago, the pediatric/neonatal team was dispatched to pick up a intubated patient by (B)(4) and placed on conventional ventilation using the (B)(4) ventilator, neonatal circuit, and expiratory valve (unknown lot number). Prior to use, the (B)(4) neonatal circuit/valve passed tests. No alarms initially, but after departing facility, started to get occasional "disconnection on ventilator side" alarms. All connections double checked and they were all feeling well-seated. Return tidal volumes all within normal limits. The patient's transcutaneous monitoring (tcm) responded to titrations well. When not being jiggled, the (B)(4) would not alarm. Roughly ten minutes out from airport, the alarm became more frequent. Still with good return tidal volume, good saturations, and tcm. Once in ambulance and in route to hospital the alarm was non-stop. The patient's peep titrated up to keep saturations greater than 90% and to assist in re-expanding previously-known collapsed right upper lung and bilateral areas of atelectasis with good result in tcm. One "loss of peep" alarm seen at this time as well and one episode of loss of tidal volume associated with patient bearing down, which quickly returned to normal exhaled tidal volumes. A peep of 10 and sixty percent oxygen upon arrival to hospital. Receiving picu team notified of technical ventilator concerns during sign out. Clinical engineering contacted upon completion of flight to look at (B)(4), circuit, and valve. It was discovered that the circuit and valve had the white debris inside the locking collar as seen in previous lot numbers. Visual inspection of valve had been completed prior to placing the circuit on the ventilator and no debris was seen. Staff member also reported that it was easy to turn when she placed it in the (B)(4). When examined by clinical engineering, it would no longer turn at all. Clinical engineering cleaned it out and it was easier to turn, but still did not move as freely as the peds/adult valves do, but did seat into valve lock. Circuit and valve left with night team. It was reported in the morning that "circuit ran for 30 minutes". It never failed the tightness tests or gave any alarms when running on the test lung with different settings. A locking collar that progressed from not having visible debris and being easily placed in valve lock to having visible white debris and no longer turning at all, combined with alarms that initially did not appear, then progressively became worse speaks to hidden debris. Clinical engineering demonstrated how to remove back portion of valve to clean off and then replace. Concern for known patient harm: possible that these alarms meant that our patient was not receiving the intended peep, which was likely true according to clinical engineering. Prior to going home, I returned to the picu to deliver chart, evaluate patient, and ventilator settings. Patient had been weaned to peep of 8, but was now pressure-limiting with peak inspiratory pressures in the 31-32 range and saturations intermittently in the high 70's. It is possible that low saturations towards the end of the trip were probably a combination of the ventilator problems and the patient's inherent disease process. Concern for potential patient harm: if the white debris is in the expiratory valve; could it be in other parts of the circuit? I.e on the inspiratory side where it could potentially be forced into patients' lungs? Concern for potential patient harm: cleaning method of using non-sterile water to clean a ventilator circuit could present a risk of contamination to the patient. Lots involved: 201005970, 2022669 (valve only), 201009251 and 201003740 (full circuit). Seven sets have been identified. Six found prior to use and one on the above patient. Per site reporter, the rep has been very responsive. She overnighted a different product in that can be used. We will be returning the sets that weren't used on patients for further investigation. The rep also reported that a couple of other facilities have reported this issue.